Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20200114 - file-2019-03645 - analysis_and_closure_report_resp-2020-00057.pdf].

Event description:
The physician reported that the subject lead had a decreasing impedance to the point that it finally had extremely low impedance with failure to capture. The lead was abandoned and evidence of insulation breach was observed by fluoroscopy.

Event description:
The physician reported that the subject lead had a decreasing impedance to the point that it finally had extremely low impedance with failure to capture. The lead was explanted and evidence of insulation breach was observed by fluoroscopy.